Manufacturer narrative:
Ted and on levophed, norepinephrine.(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab helium loss alarm is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted when the patient was repositioned , the helium alarms began. The registered nurse (rn) stated there was no visible kinking, no ectopy, and the patient was not moving around. The rn also confirmed that there was no blood noted in the helium driveline. The rn repositioned the patient and hyperextend the groin with no change and the alarms continued. The clinical support specialist (css) suggested that the iab be removed. As a result, the iab was removed and the patient has been stable without the iab. There was report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Concomitant medical product: ted and on levophed, (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted when the patient was repositioned , the helium alarms began. The registered nurse (rn) stated there was no visible kinking, no ectopy, and the patient was not moving around. The rn also confirmed that there was no blood noted in the helium driveline. The rn repositioned the patient and hyperextend the groin with no change and the alarms continued. The clinical support specialist (css) suggested that the iab be removed. As a result, the iab was removed and the patient has been stable without the iab. There was report of delay in therapy. There was no report of patient complication or serious injury and death.